Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncopal episodes of unknown cause. Additionally, the patient reported lifting something heavy and was concerned that the device was damaged as a result. An x-ray was performed and revealed no device anomalies, however, one of the leads appeared to have a dent. Attempts to obtain additional information were made, however, no additional information was able to be obtained. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.